Event description:
Physician reported recurring inflammation, capsular contracture, baker grade IV, and implant rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Inflammation/ irritation-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Physician reported recurring inflammation, capsular contracture, baker grade IV, and implant rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Continued: e1- phone number:(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV